Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due non-device related middle ear cholesteatoma and inflammation. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on oct 05, 2023.

Manufacturer narrative:
This report is submitted on november 10, 2023.